Event description:
It was reported that starting a couple weeks ago the ins was "misfiring" and making the patient feel sick. The patient turned the ins off and went back on hydrocodone. It was reported that stimulation was uncomfortable in the patient¿s legs and he thought he might have "wrenched" it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).